Event description:
It was reported the extension was "extremely twisted" during an implantable neurostimulator (ins) replacement surgery. The extension was connected to the new ins, but no stimulation effect could be achieved. The impedances were also reported as "too high." The extension was planned to be replaced during an explant procedure scheduled for (B)(6) 2013. No symptoms or complications were reported in relation to this event. The patient's status was reported as no injury and no adverse event. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).